Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/15/2024, a sales representative via (B)(4) reported that an ar-9676 angle reamer drive shaft was stuck inside the ar-9597-20 angle reamer sleeves, 20° and unable to be separated. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9676 serial/batch number (B)(6) was received for investigation. Functional testing with the returned matting part ar-9597-10, batch 1037622109 found resistance and friction. The visual evaluation revealed grinding marks at the distal and proximal end consistent with signs of friction. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.